Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4) implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID: 3387s-40, lot#: va0s3m7, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 3387s-40, lot#: va0rgj8, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 24-nov-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection behind the ear where erosion had occurred and wires were showing through the skin. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Surgeon diagnosed infection and removed all dbs implanted equipment. Unknown if the issue is resolved. No further complications were reported or anticipated.